Manufacturer narrative:
(B)(4). Results, conclusion: endoleak, bowel ischemia. Short, angulated neck. Valiant in aaa, implanting without a bifurcate. Unknown cause of endoleak.

Event description:
A valiant stent graft was and an endurant ii stent graft (creating an aui, no other devices were implanted at this time) were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a type I proximal and a type iii (in the small sma branch) endoleak observed. The etiology was unknown, but there may also be a fabric tear from the 5 aptus endostaples that were placed at the initial procedure. It was reported that during the initial procedure, a valiant was placed at the distal abdominal aorta (at aortic bifurcation and extended to within approximately 2 cm from the renal arteries. Through this graft an endurant was tunneled, landing the proximal fabric at the level of the renal arteries. Due to the short, angulated neck, 5 aptus endostaples were placed around the top of the fabric to secure the cuff in place. It is unknown if there was an endoleak at the end of the case. The patient was experiencing back and abdominal pain. The patient also experienced partial bowel ischemia and the sma was stented. During this procedure an angiogram revealed a large endoleak. A cat scan was ordered which revealed a large endoleak, etiology unknown. During the procedure an endurant was placed at the level of the previously placed aortic cuff. A reliant balloon was used throughout the entire iliac extension. The post angiogram revealed a residual endoleak, etiology unknown. An angiogram was performed inside the graft which showed no endoleak. Another angiogram was performed above the graft, which showed the leak, indicating it might be a proximal type I leak. The left hypogastric was selected which showed no type ii leak from it. The sma was cannulated and showed a possible type ii endoleak, although greatly reduced in size and filled later than originally seen. Finally, the physician reintroduced the reliant balloon and re-ballooned the entire graft. The final angiogram revealed no endoleak of any nature. No additional clinical sequelae were reported and the patient is fine.

Event description:
A film evaluation with two still angiogram images were reviewed. The first image shows that stent grafts have been placed from the renal arteries extending distally to just proximal to the distal aorta. Aptus screws are also seen near the proximal stent graft. There is a large area of contrast seen within the aaa sac. This appears to be a type 4 endoleak emanating from the mid-section of the stent graft; however, cannot rule out this as a proximal type I, type iii fabric, or junctional endoleak. The second image (labeled "post final") shows that the endoleak appears to have resolved after implanting the cuff. The cause of the endoleak could not be determined.